Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospital clerk reported hospitalization due to high blood glucose. Caller stated that the insulin pump was not working. The blood glucose reading at the time of the event was 486 mg/dl. Customer was nauseated, vomiting, dehydrated, confused and delirious. Diagnosed diabetes ketoacidosis. Customer was treated with insulin drip. The current blood glucose reading is 377 mg/dl. Nothing further reported.